Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1, 5.1, and 5.2 were not detected on bus and not responsive. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) assisted the customer to get bd user login corrected, then confirmed that the auxiliary half height drawer 6 was failed. So, the fse replaced the rear drawer board one 51622 -01, rear console board, retractor, row board cable, and drawer tray. Then checked all the cabling and light emitting diode (leds) and all appears to be in good working order but the main half height sub 4.1 was failed in hardware test application (hta) mode. So, the fse receded row board cable at rear controller board. After that the pockets were visible on hta mode, also the cubies were responsive. Then replaced main half height sub drawers 5.1 and 5.2, then configured the sub drawers properly in space configuration mode. All pockets were visible in cubie map and responsive. Then performed a final test. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex g. Part analysis: the reported condition of drawers 3.1, 5.1, and 5.2 were not detected on bus could not be replicated within the complaint investigation. According to work order (B)(4): bd fse reported that aux half-height drawer 6 had failed and was unable to be recovered. After troubleshooting, fse decided to replace the whole drawer. After replacement of hardware, the device received proactive maintenance and then was configured and tested. The device operated as intended and exhibited no further issues. During dchu visual inspection: p/n 354825-01: date code 10feb2021: no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. During dchu testing: p/n 354825-01: date code 10feb2021: testing observed the top drawer with the inside side panels and the tray retainers were not installed and the bottom drawer could not be opened as the divider shroud was stuck inside. The bottom drawer was seized and could not be opened any further. Also, it was noted that the rear panel was bent outwards. No further testing could be performed as the condition of the returned drawer assembly. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the condition of the returned drawer assembly prevented proper testing, and as a result, a root cause analysis could not be completed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1, 5.1, and 5.2 were not detected on bus and not responsive. The customer stated that there was a delay in patient care. As per part investigation, it was determined that bottom drawer unable to open due to the obstructed divider shroud. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1, 5.1, and 5.2 were not detected on bus and not responsive. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.